Event description:
It was reported by the plaintiff's attorney that the plaintiff was "implanted with the sparc sling system." The plaintiff's attorney alleges that the plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent injury and physical deformity, has undergone and will undergo corrective surgery" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.